Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients were not crossing over to the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the new patients were not appearing on the server. A technical support specialist (tss) confirmed that no cce message was received for the example patient ID, although the es server was still receiving other cce messages. A visit for the patient existed but had been discharged on 07/14. The tss confirmed that the patient was readmitted that day. The issue was traced to an interface delay in the customer¿s adt system, which had a large backlog of messages. Although the adt issue was resolved, the backlog was still being processed. The issue was expected to resolve once the backlog cleared. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patients' profiles were not crossing over to server and there no error message on the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.